Manufacturer narrative:
Approximate age of device ¿ 1 year, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient underwent a heart transplant. The patient was expedited status 2 due to elevated lactate dehydrogenase (ldh). The patient had no other symptoms. The patient was treated with intravenous bival/argatroban drips while inpatient. The patient remained hospitalized until the time of transplant. Ldh came down to the 300s with IV therapy, however patient still met status 2 criteria per unos guidelines. Flow and power spikes were noted throughout admission. No additional information was reported.

Manufacturer narrative:
Device evaluated by MFR: correction. Manufacturer's investigation conclusion: no device-related issues were identified through the analysis of heartmate ii lvas, serial number (B)(4) and a correlation to the patient¿s elevated ldh could not conclusively be established. The reported elevations in power and flow could not be confirmed through this evaluation. The pump was returned assembled with the driveline (dl) cut approximately 2.75¿ from the pump housing and a 4¿ middle segment of dl was also returned. The distal end of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outflow graft and outflow graft bend relief were attached to the outflow elbow, which was returned attached to the pump¿s outlet port. The outflow graft bend relief collar was sutured in place around the outflow graft nut. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) also revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The account communicated that a non-device related cause for the elevated ldh was not identified. The patient was asymptomatic and treated with IV bival / argatroban drips while inpatient. The ldh did come down to the 300s on IV therapy; however, the patient still met the criteria for status 2 transplant. Flow and power spikes were reported but the device operated as intended. The patient remained hospitalized until a transplant was performed on (B)(6)2019. The hmii lvas IFU lists hemolysis as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. This IFU also provides detailed information regarding pump speed, power, flow, and pi and explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Also noted is that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, this document contains information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.